Event description:
During anterior hip arthroplastic procedure, plastic tip of yankauer suction broke off in femoral canal. Unsuccessful attempts were made to retrieve sterile plastic tip. Consultation with orthopedic joint revisionist during procedure concluded that further efforts to retrieve would cause further damage and that the piece was sterile.